Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved. See also medwatch 2210968-2012-02705. The same patient is represented in each medwatch.

Manufacturer narrative:
Concurrent procedures - bilateral sacrospinous ligament fixation, enterocele and posterior repair.

Manufacturer narrative:
(B)(4). The mesh was removed on (B)(6) 2011 due to dyspareunia, bladder infections, erosion and bleeding, urination and defecation problems. (B)(4).